Manufacturer narrative:
Block b3: exact date unknown, event occurred two weeks following the implant procedure.

Event description:
It was reported that the patient had drainage from the incision site and a high fever. The physician suspected an infection and prescribed the patient with antibiotics. Upon follow-up, the physician added another round of antibiotics and noted that the incision site was healing well.

Event description:
It was reported that the patient had drainage from the incision site and a high fever. The physician suspected an infection and prescribed the patient with antibiotics. Upon follow-up, the physician added another round of antibiotics and noted that the incision site was healing well. Additional information was received that the patient had an infection at the battery site. Additional information was received that the infection was device related. The patient underwent an explant procedure and was doing well postoperatively. All device components were removed and kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8216700. Model: sc-8216-70. Serial: (B)(6). Batch: 17514206/17514206.

Event description:
It was reported that the patient had drainage from the incision site and a high fever. The physician suspected an infection and prescribed the patient with antibiotics. Upon follow-up, the physician added another round of antibiotics and noted that the incision site was healing well. Additional information was received that the patient had an infection at the battery site.